Manufacturer narrative:
Philips has investigated the reported problem. Per the information collected, the wi-fi indicator on the footswitch was off and battery indicator was green, which indicates that the base station was defect. The wireless connection with the base station was re-established after replacing base stations the wireless footswitch with the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch for the azurion device had a connection issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.